Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to low anterior resection, during set up of the device, there was no light when loading the reload, and the system was not reacting when pushing the close button. Another reload was used for testing, and the sound during set up was strange. When the loading unit was connected, it started to move and rotate without touching the rotate button. Surgeon used manual stapler to continue. There was no patient involvement.